Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support could not be completed because customer declined to remove infusion site to observe the infusion set cannula. Customer uncovered area of site covered by IV 3000/ tegaderm to address the issue and was able to resume insulin delivery. Customer's blood glucose was 150 mg/dl at time of alarm.